Event description:
It was reported that intermittent losses of connection issues occurred between the transmitter and the pump. A root cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.